Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient reported feeling weak, dizzy, and eventually lost consciousness due to hypoglycemia. The events leading up to the patient losing consciousness were not reported. The patient was wearing a tandem insulin pump. Emergency medical services transported the patient to the emergency room, where the patient¿s bg meter reading was 25-26mg/dl. The patient could not recall any event details, only a few details he was provided secondhand. The cgm comparison value could not be recalled. The patient was treated with juice and IV ¿sugar¿. It was not specified when during the event the patient regained consciousness. The patient was still in the hospital at the time of report (which had already been three days since the event occurred). No product or data was provided for investigation. The allegation was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.